Event description:
It was reported, dr. Reamed the femoral canal to prepare for a long cemented stem. Both the 10mm and 11mm reamers started to unwind, and cannot be used again.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report. Same pt event as MDR 9610622-2010-00500.